Manufacturer narrative:
It was reported that the patient was experiencing discomfort from the metal on the universal patch. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned to chu engineering. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. No objective evidence has been provided by the patient to corroborate the allegation; however, the patient stated they have a skin sensitivity to adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesive. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported that on (B)(6) 2024 that patient started experiencing itching and scaring on the their skin. The patient went to urgent care and while at urgent care they removed the c6 mcot sensor and universal patch. Upon removing the device it was noted that a piece of metal poking the patient and it thought it was from the universal patch. The patient was prescribed mupirocin ointment. The patient did perform skin prep prior to placing the device, however it was unknown if the patient followed the proper skin prep. The patient does have a history of skin sensitivity to adhesives and does not have any sensitivity/allergies to metal.